Event description:
A new set of titanium mayfield pins was removed from the sterile packaging and placed in a clean mayfield head holder. The clamp was applied in proper location with good purchase by feel. Tightened to 60 ft-lbs torque based on single screw indicator. Patient was positioned without incident until we attempted to flex the head slightly. The patient was noted to extend the head and the mayfield had shifted such that the arm/handle portion came slightly more over the patient's face. It was noted at that point the indicator showed 40 ft-lbs of torque. Her pin sites were examined and she was noted to have a sub-centimeter lac in the left parietal region. Coordinator, circulator, and attending notified. Clamp tightened to 60 ft-lbs and we proceeded without further shifting. We did not attempt to flex her head again afterwards. After the clamp came off, she was noted to bleed from this site. We attempted control with gelfoam powder and thrombin, but it did not fix the bleed. Therefore, 2 staples were used to reapproximate the skin to good effect. The pins were discarded into the sharps container. The head clamp was bagged in a plastic bag, and it was passed off to coordinator at the end of the case. Manufacturer response for tan peek mayfield skull clamps, mayfield (per site reporter). When the safety alert for mayfield skull clamps first came out the or coordinator asked the manufacturer to inspect our equipment, which was found to be in working order. Since we have experienced slippage of the skull clamp pins we have asked mayfield to come out once again and inspect the equipment. They have agreed to come to the institution, but the equipment has not yet been inspected.